Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: two parts of the device detached during retrieval of the device after an anastomosis procedure. The anvil remained in the rectum but was retrieved by the user. There was blood loss over 500 cc's and the patient required a blood transfusion and had an extended hospital stay. The last known patient status was stable.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed no damage on the knife blade. In addition, inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received intact. The device was subjected to a measured anvil retention test with an acceptable result. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely. Replication of the observed secondary, unrelated to the reported condition no cut may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Additional information: model #/lot #, device available for evaluation?, device evaluated by MFR?